Event description:
The ventilator went vent inop and alarmed, while in use on a pt. No pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The hospital biomedical tech performed service on the ventilator. The biomedical tech replaced the exhalation flow sensor to correct the problem. Final testing was performed on the ventilator and all tests passed per operating specifications.